Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was seeing an epidemic of programming-refractory post-pace t-wave oversensing (twos) on the ¿coba lt¿ implantable cardioverter defibrillator (ICD) platform. The physician noted two instances found on stress test in which the device had erratic pacing from twos. The device platform remains in use. No patient complications have been reported as a result of this event.